Manufacturer narrative:
Internal complaint reference number: case(B)(4).

Event description:
It was reported that during an unspecified procedure the doctor was putting in screw and broke the tip off the t8 linear driver shaft w/ ao qc, instruments inside patient. Patient was not affected and broken tip removed. Procedure finished with s&n backup device. No surgical delay or injury to patient reported due this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use. The device was manufactured in 2018. According to clinical/medical investigation, this case reports that while the doctor was putting in the screw, the tip of the driver head broke off. Per complaint report, the patient was not affected and the broken tip was removed. There was no patient injury or surgical delay reported, and the procedure was completed using a backup device. Therefore, since no patient harm is alleged, no further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints . At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.